Event description:
It was reported that a successful percutaneous transluminal coronary angioplasty/stent procedure was performed, where two stents were placed in a proximal left anterior descending lesion. The patient returned to the cath lab complaining of chest pain five hours after the procedure. Subsequent angiography revealed acute closure of the left anterior descending within the stented area. An attempt was made to recross the lesion with several guide wires with some success. Events in attempting to recross the lesion resulted in haziness in left main. The patient was stabilized and sent to emergency bypass. Reportably the patient's surgical case was uneventful and the patient is recovering well.